Event description:
Customer reported via phone, the insulin pump alarmed motor error during prime. Customer's blood glucose was unknown. Customer rewound the device and inserted a new reservoir and attempted to manually prime. The numbers kept jumping, customer changed the infusion set and was able to prime and alarm occurred. The device was not exposed to an MRI and he doesn't use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error low during bolus/basal delivery. However the device was able to pass displacement, rewind, basic occlusion, and prime tests. The motor was tested outside of the device and it also passed but it might have had an intermittent failure that not detected. The device had cracked battery tube threads, cracked reservoir tube lips, minor scratches on the lcd window, and scratches on the reservoir tube window.